Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, during revision x-ray was performed and showed lead appeared still in the rv apex. This rv lead was successfully repositioned onto the lower rv septum location and displayed an excellent analyzed values. The leads were reconnected to the device which also reflected identical tested values. This lead remains in service. No additional adverse patient effects were reported.